Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that she had been in and out of the hospital with diabetic ketoacidosis five times since (B)(6) 2015. The customer reported that two of her pets had passed away and that a couple of her family members had passed away. The customer did not recall the blood glucose reading. She treated high blood glucose with insulin pens and the insulin pump. The customer was hospitalized most recently on (B)(6) 2016 for two days. The customer was unsure if she was wearing the insulin pump at the time of the hospitalization. The drive support cap was normal and recessed. Insulin did exit with the manual prime and no leaks or air bubbles were observed. The customer also reported that the blood glucose ran low after changing the infusion set, as low as 16 mg/dl. The customer also reported that the buttons were unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump functioned properly and passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All of the buttons functioned properly during our testing. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.